Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level was high. The customer reported that their sugar had gone up to 500 mg/dl. When she uses the bolus wizard, it only wants to give her a minimal amount of insulin. Active insulin was 18.0 units. The customer reported that sometimes she gets bent cannulas. The customer had only tried to treated with the pump. She took anti-diabetic medication. Customer removed her infusion set and it was bent at the end of the cannula. It did give her a no delivery alarm. Her blood was 100 mg/dl and something when she got up and she changed out her infusion set. She still has her old cannula in and the 6 unit of insulin was going in as designed. Customer declined high blood glucose troubleshoot. The insulin pump will not be returned for analysis.